Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got the device in 2011 and has had issues with device since then. Starting (B)(6) 2017, the patient had to retire from their job because they were unable to walk. Also, they recently got an infection from the device, which they were currently treating.

Manufacturer narrative:
Due to imdrf harmonization, the device, method, result, and conclusion codes have been updated. Device information and implant date provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced pain in addition to the information previously reported.